Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: the time between testing was less than fifteen (15) minutes. Therapeutic range for the patient: unknown. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.